Event description:
The patient indicated that they were experiencing an increase in seizures and pain. The patient was examined in 2002. At that time, the patient was still having an increase in seizures and pain at the stimulation site. The physician performed a lead test and indicated that the device is working appropriately. This report is being submitted due to theoretical emi anomaly.